Manufacturer narrative:
Patient identifier: (B)(6). Event year is reported as 2020; however exact date of event is unknown. 510k: this report is for an unk - screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of the hindfoot nail followed by implantation of the max-frame system due to an infected nonunion. Initially, the patient was implanted with a hindfoot arthrodesis nailing system on (B)(6) 2020. It was unknown if the removal surgery completed successfully. The patient outcome unknown. This complaint involves seven (7) devices. This report is for (1) unk - screws: locking. This report is 7 of 7 for (B)(4).